Manufacturer narrative:
The device was received by resmed and an evaluation was performed. Performance testing found that the touchscreen was responsive. The evaluation determined that the device performed to specifications. The device was serviced and returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed an astral device had an unresponsive touchscreen. There was no patient injury reported as a result of this incident.